Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with an bilateral common iliac and internal iliac aneurysms was treated with a gore® excluder® iliac branch endoprosthesis and a gore® excluder® aaa endoprosthesis. The patient was outside of instructions for use due to the use of gore® viabahn® vbx balloon expandable endoprosthesis (vbx) devices in the internal iliac artery and a proximal left common iliac artery diameter of 13 mm 17 mm is required). The right internal iliac artery was coil embolized. The embolization was difficult and took 2 hours. The main iliac branch component (ibe) was deployed successfully but the physician was unable to advance the 12 fr gore® dryseal flex introducer sheath over and into the gate. A smaller sheath was successfully used instead. The last vbx was deployed at the gate of the ibe just proximal to the long marker of the flow divider because a 8lx79mm vbx shortens slightly when post-dilated. The trunk ipsilateral leg was successfully implanted but the physician encountered problems in the connection between the ibe and the trunk upsilateral leg. After having deployed a few centimeters in the gate of the trunk ipsilateral leg, the physician pulled the wire back to let the graft conform to the anatomy, but could not easily push the graft up because the sheath was too far down. The deployment hub of the catheter was already touching the sheath. Because the physician already partially deployed the flared limb, they had no choice but to continue. The physician managed to get the flared limb marker to be at the level of the ibe flow divider but there was no flow into the internal. The physician tried to push the flared limb up with a bare 16 fr sheath and also pull it from above with a molding balloon, but the flared limb did not move. Due to the bad image quality of the mobile c-arm, the physician could not see if the flared limb was catching on anything or if the vbx was deployed too high above the long marker. It was reported that the left internal iliac artery was occluded. 1800-e:-implantable device events post deployment - other/unknown vessel occlusion.

Manufacturer narrative:
H3: device not evaluated as it remains implanted. H6: code updated to reflect accurate device problem, type of investigation, investigation findings and investigation conclusions. Product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specification. Product evaluation: neither clinical images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause.